Event description:
It was reported that when inserting a 5.0x55mm partial-threaded screw in the distal femoral shaft the screwdriver tip sheared off inside the head of the screw. The tip of the screwdriver remained in the screw. This caused a over 30 mins delay in surgery.